Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an arthroscopic inspection before a hto nail extraction, the pressure on the pump and the main pump tubing, ar-6410, was not sensed and excessive perfusion occurred, resulting in swelling of the patient's knee. The surgeon stopped using the product and another product with the same product number was used. After that, pressure returned to normal and swelling also improved. The surgery was completed.